Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The blood glucose level at the time of the incident was 27 mg/dl. Customer stated that they treated low blood glucose level by having orange juice, 8 sugar tablets, and peanut butter sandwich. Customer was shaking because of low blood glucose incident. Customer stated that they had worn the pump during cat scans & mammogram tests. The insulin pump will not be returned for analysis.